Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the act,up and down buttons of the insulin pump did not always respond at first and it takes a few times to get respond. The customer's blood glucose level was 275 mg/dl. The customer advised to discontinue use of the pump and revert to a back-up plan per health care professional instruction. The device will be returned for the analysis.

Manufacturer narrative:
All buttons functioning properly. No button error alarm during testing. No moisture or corroded keypad found. No flatted keypad. Connector was inspected and locked on lcd board. Device passed displacement test and self test.